Manufacturer narrative:
Dtae of event is an approximate.

Event description:
It was reported that the patient has experienced two previous artificial urinary sphincter (aus) sugeries. Three months after the first implant, the patient started leaking and a surgery was performed. No further information has been provided.